Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon secondary review, it was determined that no telemetry issue exhibited with the leadless ipg. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of leadless implantable pulse generator (ipg), telemetry could not be obtained. Troubleshooting and diagnostic testing was performed. The leadless ipg remains in use. No patient complications have been reported as a result of this event.